Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an implant on (B)(6) 2022 and developed anemia. On (B)(6) 2022, chest x-ray was compared to previous study and was thought to represent worsening pulmonary edema. The patient was given IV bumex (bumetanide). Also on (B)(6) 2022, the patient was reported to have a right heart failure that is possibly related to the lvad and the implant procedure. On (B)(6) 2022, the patient had low grade fever with temperature spiking to 38.8 c and had increased white blood cells. Cultures returned negative and the patient was started on zosyn (piperacillin/ tazobactam) and vancomycin pending meticillin sensitive staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (mrsa) swab but it was discontinued when the result was negative. It was also reported that the patient had a history of difficult urination/retention and was sent home with foley. On (B)(6) 2022, foley was discontinued and the patient had a failed trial to void. Again, on (B)(6) 2022, foley was discontinued and had another failed trial of void stable renal function. On (B)(6) 2022, the patient's progress notes stated that they had frequent bouts of non-sustained ventricular tachycardia and was transitioned from oral coreg (carvedilol) 3.125mg twice a day to oral metoprolol 25mg daily. The arrhythmia resolved without sequelae on (B)(6) 2022. No electrocardiogram (ECG) tracings were available.

Event description:
It was reported that the pulmonary edema and the right heart failure that started on (B)(6) 2022 resolved without sequelae on (B)(6) 2022 and sildenafil was discontinued; the renal dysfunction that started on (B)(6) 2022 also resolved without sequalae on (B)(6) 2022 and the patient passed trial of voiding. Milrinone was discontinued on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Although the patient received antibiotics for elevated temperature and white blood cell count, these symptoms can be a result of pulmonary edema, and all of the cultures taken were ultimately negative for infection. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.